Event description:
Groshong catheter site was found to have a hematoma and edema. Blood return was good. Pt went to surgery to have catheter replaced. Catheter was found to have a leak between the cuff and tip of catheter that was in the pt. The leak was just below the level of the cuff.